Manufacturer narrative:
Controls recovered within specifications, and there was no instrument problem reported by the customer. Hemoglobin (hgb) results are calculated from the quotient of blank reading 1/sample reading 1. Any drop in the blank reading will cause a decrease in the hgb value. Based on raw data analysis, the blank reading on the second run dropped causing a lower hgb result. Beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode was attributed to a drop in the hgb blank reading for run 2.

Event description:
The customer reported to beckman coulter (bec) that hemoglobin (hgb) rerun results (rerun-1) obtained from a single sample run on the unicel dxh 800 coulter analyzer did not match initial results or results from rerun 2, which were considered correct. The sample was run a total of three times because the initial run and rerun 1 recovered with differential flagging. Review of the results submitted indicated that lower hgb results were obtained for rerun-1, compared to results from rerun -2 which was considered correct. The review of patient results also indicated that although initial sample results correlated with rerun-2, they were not reported out as correct. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.